Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. During ongoing use, the patient felt a pop and the device was no longer functioning. The patient was evaluated by the physician and noted that due to the fluid loss, the patient was unable to obtain a sufficient erection. A new inflatable penile prosthesis was implanted. No patient complications were reported. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
Estimated as first day of month of explant.